Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer changed the infusion set tubing and site. During troubleshooting with tandem customer technical support (cts), the customer had just changed the tubing and the process priming of the tubing was not performed. The contact also noted that the am/pm was not properly set when the customer had started using the pump 2 hours prior to contacting cts. The contact did not know if these events had impacted the customer's blood glucose (bg) level; however, the bg was in the 70-80 mg/dl range. The customer consumed food to address the bg level.